Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had diabetic ketoacidosis and high blood glucose level. Blood glucose level was 400 mg/dl. Customer treated it with pen. Due to data protection no further information available. Insulin pump will not be returned for analysis.